Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and missing segments/partial display. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump act button is hard to push and it takes a couple of hours to fill the tubing and it gets worse with each set change. The customer states that there is no contrast on her screen, its very dark and half of the numbers are missing on the screen. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The device was not returned.